Event description:
It was reported that the wake button was unresponsive. There was no reported adverse impact to the customer's blood glucose. Customer reverted to using an alternate method for insulin therapy.